Manufacturer narrative:
(B)(4). Concomitant medical products: 00784803301, modular neck cc 12/14 neck taper, 62028976, 00877503602, bioloxâ® delta ceramic femoral head, 2720484, 00875705201, shell with cluster holes porous 52 mm, 62876394, 00885101036, neutral liner 36 mm, 62919895. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01575.

Event description:
It was reported that the patient's right hip was revised three years post-implantation due to implant breakage. The head, taper, and stem were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The kinectiv stem, kinectiv neck, and a biolox head were returned for evaluation. As returned, the neck was fractured with the distal portion remaining in the stem. Deep gouges and damage could be identified on both devices. A fracture was seen at the proximal end of the stem. Fracture analysis of the modular neck identified artifacts consistent with fatigue fracture, beginning at the lateral side of the neck and resulting in an accumulation of stresses at the location of the stem socket. The design met fatigue strength performance requirements. Fracture analysis of the neck surface identified the cause of fracture to be fatigue originating at the neck. It is most likely that the fatigue fracture in the neck occurred first and the concentration of stress at the lip of the stem led to the stem fracture. Therefore, the root cause of the fracture was determined to be fatigue. However, without information regarding the patient's activity level, the cause of fatigue cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report